Event description:
It was reported that the arctic sun device has a cooling malfunction. Per review of wo on 26dec2024, there was no patient involvement. Per follow up information received via mail on 30dec2024, they repaired the device on the customer site. The issue was cooling malfunction. Mixing pump was defective and replaced a mixing pump, and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The water temperature of t4 was around 4~6 degrees celsius. But the water temperature of t1 was not cold. Mixing pump was defective. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a cooling malfunction. Per review of wo on 26dec2024, there was no patient involvement. Per follow up information received via mail on 30dec2024, they repaired the device on the customer site. The issue was cooling malfunction. Mixing pump was defective and replaced a mixing pump, and the issue was resolved.